Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix non-vented, high-volume inlet was leaking from a small hole in the tubing. The leak was discovered while setting up the set with a solution bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured in april 2024. H11: the device was received for evaluation. Visual inspection was performed and a couple in-line slices were observed in two sections of the inlet tubing on the sample. One slice has completely severed the tubing wall, while the other appears to not have penetrated through the wall. It was confirmed that any fluid would leak from the open slice found in the tubing. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.